Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report also technical error code indicating disabled valves was generated by the device. During troubleshooting, the control printed circuit board was determined to be defective. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint was related to control printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).